Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
None [no adverse event]. Brush heads [...] Come off while I'm brushing / slide off and out into my mouth - oral-b [device breakage]. Brush heads [...] Don't fit - oral-b [device connection issue]. Case narrative: 73-year-old female consumer reported via phone that the oral-b toothbrush heads did not fit on her oral-b professional care toothbrush handle, type 3766. They came off and into her mouth while she was brushing. No adverse event occurred. No injury was reported.

Manufacturer narrative:
25-sep-2024 case update: complained product will not be not available.

Event description:
None [no adverse event]. Brush heads [...] Come off while I'm brushing / slide off and out into my mouth - oral-b [device breakage]. Brush heads [...] Don't fit - oral-b [device connection issue]. Case narrative: 73-year-old female consumer reported via phone that the oral-b toothbrush heads did not fit on her oral-b professional care toothbrush handle, type 3766. They came off and into her mouth while she was brushing. No adverse event occurred. No injury was reported. 11-oct-2024 case update via information initially learned on (B)(6) 2024: the suspect product was discarded. No injury was reported.